Event description:
It was reported during an atrial fibrillation ablation procedure, the physician placed the reflexion hd catheter to the navi-star catheter into the left atria without incidence. The physician inadvertently hooked the reflexion catheter to the navi-star connector and the navi-star catheter into the reflexion connector. The navi-star connector was hooked up to the carto piu and the stockert generator. The anesthesiologist noted immediately that the patient had st depression on the EKG and "floods of contrast activity/bubbles" were noted on the intracardiac echocardiogram. At this time, the physician was notified of the connection error and the catheters were disconnected. Once the catheters were disconnected the patient's st segment returned to baseline and the "bubbling" subsided. The patient's vital signs remained stable and the procedure was cancelled. There were no reported patient consequences.

Manufacturer narrative:
Electrical testing of the returned catheter confirmed two open circuits. Additional testing revealed the conductor wires had melted away from the corresponding electrode. It was reported the user inadvertently connected this device to a generator. This catheter is not designed to deliver energy. Per the instruction for use for this product, the device is contraindicated for use as an ablation catheter and should be used with electrically isolated equipment. The open circuit was a direct result of the incorrect connection to the rf generator and energy going through the catheter, causing the wires to melt. Date report submitted to FDA by manufacturer: 02/11/2011. Date the initial reporter provided the information to the manufacturer: (B)(4) 2011.